Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for scheduled follow-up, increase in pacing lead impedance and sudden increase in capture threshold was observed. Patient has fallen when the episode was noted. Lead fracture was suspected. Further tests to evaluate the lead were recommended. Patient was stable and will be followed up for further troubleshooting.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic during the procedure and was fine in the recovery room.